Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2018 with the following findings: a review of the pump¿s black box and alarm history showed a cs 078 call service alarm. During testing, the pump powered on to the verify screen with no alarms occurring. During investigation, the rewind, load and prime steps were performed successfully. The pump was exercised for 12 hours on with no call service alarms. The complaint of a cs 078 call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a horizontal green line on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.